Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: poland. D10 narrative: item: 115313 lot: j7817476 item name: comp rvsr shldr glnsp +3 36mm. Item: 405800 lot: 65757006 item name: comp. Rev shldr 9 in steinmann. Item: 118001 lot: j7569386 item name: versa-dial/comp ti std taper. Item: 115370 lot: 66917424 item name: comp rvs tray co 44mm. Item: 113648 lot: 66226600 item name: comp primary stem 8mm std. Item: 115395 lot: 66494759 item name: comp rvs cntrl 6.5x25mm st/rst. Item: 180550 lot: 66579653 item name: comp lk scr 3.5hex 4.75x15 st. Item: 180551 lot: 66602907 item name: comp lk scr 3.5hex 4.75x20 st. Item: 180551 lot: 66783776 item name: comp lk scr 3.5hex 4.75x20 st. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient was implanted with a shoulder system. Imaging taken after the surgery showed loosening and dislocation of the glenosphere. Subsequently, the patient was revised 5 (five) days later; the glenosphere and taper adapter were removed and replaced. Due diligence is complete. No additional information is available.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.